Event description:
It was reported that the introducer broke during the procedure when the physician attempted to tear it away. The physician had to cut the introducer and during the process, the lead was accidentally cut. The lead was removed and the physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, ananlyzed, and the outer tubing overlay was breached cut. It was also noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.